Event description:
Emergency room taped a patch over the pt's injured eye. The pt sustained severe reaction to the tape. Severe swelling, until eye almost closed, severe itching and redness. Some blistering. Tape on from 7/3/96 to 7/4/96, approx 24 hrs.